Manufacturer narrative:
A boston scientific technical services consultant discussed and documented the reported clinical observations. The rv sensitivity and output were reprogrammed and the patient will be followed via remote monitoring system. The source of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reported feeling dizzy and device interrogation identified noise which was oversensed causing pacing inhibition and greater than two seconds of asystole for this patient. Elevated threshold measurements were also noted on the right ventricular (rv) channel. No adverse patient effects were reported.